Event description:
"The needle detached from the hub and remained in the pt's gum." The customer reports "the needle was removed by pulling it out with his fingers."

Manufacturer narrative:
A review of the lot history record is not possible without a lot number. Search of our complaint database from january 2001 did not show any prior occurrences of detached cannula for 8881-401031. All lots are statistically sampled and a minimum of 200 samples per lot are physically tested for hub to cannula pull force. A search of our inspection database showed that there were no incidents of cannula/hub separation detected in the samples from the metal hub dental family tested for this attribute in the past 24 months. One sample with a loose cannula was returned with the complaint. The defect is confirmed. Examination of the sample showed that the hub was not crimped to hold the cannula in place. The assembly processes were reviewed and it was determined that the missing crimp could possibly be the result of an intermittent crimper valve failure. This would be an extremely rare occurrence. To eliminate this possibility in the future, proximity switches will be installed on the dental assembly crimpers by the end of february 2006. These switches will detect any failure of a crimper to operate and will divert the affected product to scrap.